Manufacturer narrative:
The medical center discarded the impella pump product at explant. No benchtop testing is possible. The root cause for the hemolysis has not been determined. Should more information be shared that leads to a root cause, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medical center placed an impella cp to support a patient admitted in cardiomyopathy. When the team observed signs of hemolysis the team made the choice to explant the cp and place ECMO support instead. The explant was premature.